Event description:
A customer reported to baxter corporate product surveillance a clearlink catheter extension set in which the tubing burst. According to the reporter, the facility was a recent transition facility from interlink to clearlink. The facility used the clearlink extension tubing with a power injector and the tubing burst. The facility is aware that the tubing cannot be used with anything over 45 psi. There was a patient involved. However, there were no reports of patient injury, adverse events, or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.